Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in intermittent signal loss with the connected devices. No patient harm was reported. Investigation summary: nihon kohden (nk) on-site support was sent to the customer's facility. It was found that there was a third-party wmts service present at the facility, and it was interfering with certain channels. On-site support rechanneled the affected telemeters to resolve the issue. No further issues were reported. The root cause is related to third-party product interference. There is no evidence of an nk device deficiency. A serial number review of the reported device does not reveal additional complaints relating to signal loss. A complaint history review of the customer's account does not reveal complaint reporting of similar events. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in intermittent signal loss with the connected devices. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) goes into intermittent signal loss with the connected device(s). No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.